Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. There was no additional information available for this complaint. This complaint is reportable as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: the last bolus delivery was a 3.4 unit bolus on (B)(6) 2016 at 12:29 and the last basal delivery was on (B)(6) 2016. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or any errors, alarms or warnings that occurred during investigation. The reported inaccurate delivery issue was unable to be duplicated during investigation. Unrelated to the complaint, the cartridge compartment was observed to be damaged near the threads. The cartridge cap was not returned; therefore, a test cartridge cap was used to complete testing and able to attach to the pump. Also unrelated to the complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).